Event description:
The field service engineer (fse) was working on cleaning a clogged line with sodium hydroxide (naoh) on the advia 2120i hematology system. The naoh liquid splashed onto his face and his right eye. The fse rinsed his eye with cold water several times. The fse was not wearing safety glasses. The fse sought medical attention, he was examined for eye irritation but was not treated.

Manufacturer narrative:
Siemens field service engineer (fse) did not follow safety precautions when handling the hazardous liquid ( naoh) and did not wear protective safety glasses, as required. The instrument is performing within specifications. No further evaluation of the device is required.